Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06178. It was reported that foreign matter was observed. Two 330cm rotawire were selected for use. During unpacking of both rotawires, it was noted that there was a hard crusted filament at the end of the wire that was not removable and did not allow the catheter to pass through. The devices never entered the patient's body. The procedure was completed by using a different rotawire. No patient complications were reported and the patient's status was fine.